Manufacturer narrative:
This report is submitted on 30 june 2020.

Event description:
Per the clinic the patient experienced pain and swelling following a dislodged magnet during an MRI (tesla unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. Sugery to replace the magnet is planned but has not taken place as of the date of this report.